Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined. The tb-0535fc instruction manual states ¿be sure to fully insert the transducer plug securely. Otherwise, the unsecure connection may result in unexpected disconnection of the transducer plug, resulting in no output, which could lead to potential bleeding.¿

Event description:
The user facility reported that during a laparoscopic hysterectomy procedure, when the activation button of the handpiece was pressed no output was observed. A second handpiece from the same lot was used and again no output was observed. No error codes were observed. The user reported that a foot pedal was required to activate the third handpiece. The cable connections were secure and the devices were setup correctly. The procedure was delayed 20 minutes. The intended procedure was completed with the third device. There was no bleeding or patient injury reported. Additionally, the user facility reported that all three devices were inspected prior to use with anomalies observed. This is 2 of 3 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined as the device was not returned for evaluation. However, the legal manufacturer reported that the from the event description and a past similar case, the activation failure resulted from the likely causes below. ·poor contact of the tb-0535fcs with the td-tb400 due to loose connection.